Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on the unknown date, a gamma nail was implanted. After about 6 months later, the gamma nail was broken around lag screw area. On (B)(6) 2017, revision performed for the broken nail using the extraction. Removed the broken gamma successfully, however it couldn't remove the broken gamma and the extracted device out of patient body. The broken gamma nail was extracted by the extracted device out of patient body successfully. But after removing, it couldn't separate the broken gamma and the extracted device.

Manufacturer narrative:
No deficiency determined - due to the nature of usage the item may stick in the nail fragment - associated item.

Event description:
It was reported that on the unknown date, a gamma nail was implanted. After about 6 months later, the gamma nail was broken around lag screw area. On (B)(6) 2017, revision performed for the broken nail using the extraction. Removed the broken gamma successfully, however it couldn't remove the broken gamma and the extracted device out of patient body. The broken gamma nail was extracted by the extracted device out of patient body successfully. But after removing, it couldn't separate the broken gamma and the extracted device.